Event description:
Info was rec'd that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. Per the pt, she went to the ER where upon admit her blood glucose was 769 mg/dl. She was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.